Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands on (B)(6) 2024, the patient reported that the infusion set was leaked 2 times with big amounts of insulin and location of the leak was on upper leg. The product was used for two days. No further information available.